Event description:
After 1 month of implantation, this device was explanted for an infection. A new esprit sorin device was implanted.

Manufacturer narrative:
(B)(6), 2012.a response from the manufacturer is pending. Device was not returned.

Event description:
After 1 month of implantation, this device was explanted for an infection. A new esprit sorin device was implanted.

Manufacturer narrative:
(B)(4), 2012.a response from the manufacturer is pending.since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.